Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. The IFU cautions users to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Event description:
It was reported that the ac adaptor of the controller was not working; it had no power. The adaptor was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the controller ac adapter was no longer providing power to a controller. The controller ac adapter, (B)(4) was not returned for evaluation despite multiple attempts to obtain the device. A review of the manufacturing documentation confirmed that the associated controller ac adapter met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited, to an open circuit along the output cable or output connector. Three good faith attempts were made in order to obtain return of the device. (B)(4) was processed as a npr. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.